Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was contacted, and ts noted oversensing due to poor morphology of the signal and discussed programming. The field representative implemented programming changes. The s-ICD system remains in service. No adverse patient effects were reported.